Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (damage) issue. The reporter stated that the pump was experiencing intermittent power loss without user intervention. The reporter also stated that the pump was cracked near the battery compartment and that the battery cap is not able to be secured due to the crack. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/29/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/16/2014 with the following findings: the pump was able to power on to the verify screen with a test battery cap. There were multiple pump reboots observed in the black box history. The battery compartment was cracked, but had no evidence of moisture contamination inside. The battery cap was damaged and unable to be fully tightened to the pump. A power loss was observed during power up. A test battery cap was used and was able to hold power, but unable to be fully tightened. The pump was exercised for 24 hours with no power loss duplicated. There was no evidence of moisture contamination inside the pump when the pump case was removed. Unrelated to the original complaint, the display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.